Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified higher reading when compared to a healthcare professional meter. Customer experienced a loss of consciousness and was hospitalized on (B)(6) 2023. Readings of 38 mg/dl and 41 mg/dl were obtained on the healthcare professional device. It is unknown how much time elapsed between the comparison results. Customer was diagnosed with severe low blood sugar and treated with "IV and injection". No further information was provided. There was no report of death or permanent injury associated with this event.